Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2019, the procedure was to treat a lesion located in the femoral popliteal artery that was heavily calcified. The supera stent was deployed without issue; however, a step may have been missed during stent deployment. Resistance was noted during delivery system withdrawal and the tip and part of the ratchet portion of the delivery system broke off. Before the end of the procedure, several unsuccessful attempts were made to retrieve the detached portions. The detached portions were left in the peroneal artery. There was still flow to the lower extremities. On (B)(6) 2019, additional unsuccessful attempts were made to retrieve the detached portions of the device. The detached portions were moved distal and flow remained to the lower extremities; however, complications occurred, and flow began to shut down. Lysis was attempted, but the patient did not tolerate the lysis, so it was discontinued. On (B)(6) 2019, all options were exhausted, and the patient went in for below the knee amputation. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulty removing was unable to be confirmed; however, the tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Failing to retract the thumbslide and lock the system likely caused the reported tip detachment. The reported patient effects of occlusion and emergent surgery are known potential patient effects associated with the use of the device. The investigation determined the cause for the reported difficulty removing and tip detachment were likely due to user related/case circumstances. The subsequent patient effects including major surgery and treatments are related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.